Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, following altis implantation (B)(6) 2015: the patient was admitted to emergency due to the presence of a hematoma that resulted in a displacement of the bladder and also had pulmonary embolism . Significant bleeding in the transobturator area. Implantation of the 1st mesh, cut the wire too close and cut the strip- implantation of a 2nd. The next day the patient complains of pain in the left iliac fossa. Ultrasound shows presence of a subcutaneous hematoma of the abdominal wall. Patient taken in block to evacuate the hematoma through the vaginal scar, no bleeding. On (B)(6) emergency admission; scanner and the presence of an air bubble - 48 hours after admission peripheral pulmonary embolism and clostridium infection - anti-biotherapy. The doctor reviewed the patient she has still in the mesh and is continent. The doctor does not know if it is the mesh or the surgery that is involved.